Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised due to a peg being sheared off of the patella button. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following have been updated. No devices were received. Photos received of the explanted product confirmed three pegs fractured off the patella. DHR was reviewed and no discrepancies relevant to the reported event were found. Per mmi report a fractured patellar plug is not confirmed on these images. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. The root cause of the bearing wear is attributed to third body wear as a result of the patella peg fracturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.